Event description:
Information was received from a consumer regarding a patient receiving intrathecal water. Dose and concentration information was not provided. They had not put any medication in the pump yet as they were waiting for the patient to heal first. The indication for use was spinal pain. It was reported the pump was alarming every hour, and the sound was consistent with the device alarm. There were no reported symptoms. The patient was blind and felt the device manufacturer should make it easier for the hcps to know what was going on with the pump by allowing him to plug into a network so his hcp, who was over an hour away, could tell what was going on with the pump. There was no medication in the pump, and the patient had the pump filled on (B)(6) 2017 as the alarm was due to an empty reservoir. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.